Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2013, 1st inr: 1.3, 2nd inr = 2.4, mean = 1.85, sd = 0.78, %cv: 42.0. Since% cv is more than 20%1 the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot 306130 on (B)(6) 2013. Results as follows: donor 220, inratio: 2.3, 2.2, 2.3, ref: 2.29, bias threshold 1.29 - 3.29, %cv: 2.55; donor 203, 2.7, 3.0, 3.0; 3.02; 2.02 - 4.02; 5.97. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. Eighteen discrepant result complaints were reported for lot #306130 yielding a complaint rate of 0.047%. Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant correlation results when compared to the physician's s inratio meter, results as follows: date: (B)(6) 2013, inratio: 1.3. Physician's inratio: 2.4. Time between testing was reported as simultaneous. Patient's therapeutic range is 2.0 - 3.0. Caller did not information regarding lot or serial number of physician's meter and strips.